Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used during a procedure performed on (B)(6) 2024. During the procedure, the image was lost when the basket forceps was stuck in the ureter. Semi rigid ureteroscope was used to treat ureteral stone and removed the basket forceps. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: investigation results the reported complaint was confirmed. When the lithovue flexscope was connected to the monitor, no live image was displayed, and the hardware malfunction screen was present, confirming the reported complaint, as no image from the scope was displayed. After disassembling the device handle, pressure was applied to the solder pads of the camera flex strip at the connection to the pcba. The applied pressure on the camera flex strip was able to temporarily restore image of the device. When pressure was released, the image was lost. The observed condition is indicative of a faulty solder joint. A device history record (DHR) review confirms the device met all manufacturing specifications. A risk review was completed and confirmed that the event of "no display" is defined in the risk documentation and is documented accordingly in the prr. Product analysis identified a display issue, which was caused by a faulty solder joint between the pcba and camera flex strip. Ncep-00154230 was initiated on 11oct2023 to further investigate the observed defect. The ncep was closed on 25jan2024. It was determined the cause of the event was the hot bar solder machine needed to be adjusted. As a corrective action a hot bar solder trouble shooting guide was created. The investigation is assigned a conclusion code of quality control deficiency, which indicates, problems traced to the failure to maintain or establish techniques for controlling and verifying the product specifications (including materials used) identified by the manufacturer himself.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used during a procedure performed on (B)(6) 2024. During the procedure, the image was lost when the basket forceps was stuck in the ureter. Semi rigid ureteroscope was used to treat ureteral stone and removed the basket forceps. There were no reported patient complications as a result of this event.